Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported the patient was having a lot of left hand tremor and they were not able to control the left hand tremor. The caller reported all impedances 8 to 11 were >10k on (B)(6) 2018. The caller also mentioned that 9 and 11 were 34k ohms. It was reported the case was positive and the contact was negative. The caller was not with the patient or hcp to do further troubleshooting. The caller reported they would talk to the hcp to get more details and review some considerations. It was reported the status of the right side impedances or therapy was not known as nothing about the right side had been mentioned to the hcp. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the manufacturer representative. It was reported the cause of the issue had not been determined. The patient would be scheduled to see the neurosurgeon and take next steps from there. The only troubleshooting that was done was reprogramming the patient. It was reported the issue had not been resolved.